Manufacturer narrative:
(B)(4). Medical device: batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient have a leak or a fistula? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Procedure: esophagectomy. It was reported that there was a failure in stapling. Post-op. Examination - upper digestive endoscopy (B)(6) 2021). Upper esophageal sphincter: 17cm from the upper dental arch (ads). Esophageal stump: 19 cm from the ads. Gastric tube: 21 cm from the ads. Everything gastric: preserved mucosal puckering, diffusely mild exanthematic gastric mucosa. Pylorus: pervious and without deformity. Duodenum: bulb and 2nd portion of normal appearance. Conclusion: complete esophagogastric anastomosis fistula. Passage of sne leased in the second duodenal portion. Impression of complete rupture of the esophagogastric anastomosis, presenting 2.0 cm of space for the esophagus, which can communicate to the mediastinum or pleura. Ess passage was performed with direct visualization of the endoscope, being placed in the second duodenal portion.

Manufacturer narrative:
(B)(4). Date sent: 08/31/2021. Additional information received: "the patient unfortunately died, however, when we tried to contact the surgeon for further information, he refused to talk about the subject."